Manufacturer narrative:
Additional information from the service call has been added to this investigation that was performed on the device: the manufacturer received information alleging ventilator service required error code and the low flow o2 test step failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 was evaluated at the manufacturer service center for this issue. During the evaluation it was noted that the error code, internal battery not charging, was found in the device's error log. The manufacturer service technician performed the low flow oxygen test step, and it failed on the device. The manufacture service technician evaluated and determined the inlet air path, air path foam, and flow path tubing had caused the low flow oxygen test step to fail on the device. In conclusion, the device's internal battery needs replaced to address the internal battery not charging error code issue, and the inlet air path, air path foam, and flow path tubing were replaced to address the low flow oxygen test step issue. The manufacturer service technician performed the airstream temperature test step, and it failed on the device. The manufacturer service technician evaluated and determined the outlet flow path thermistor and sensor board had caused the airstream temperature test step to fail on the device. The manufacturer service technician replaced the outlet flow path thermistor and sensor board to address this reported issue. Additionally, during the service of the device, the rear and front enclosure cases were replaced for physical damage unrelated to the reportable issue. The rubber feet and cord retainer were replaced for missing which was unrelated to the reportable issue. A final report is being submitted. If new information becomes available following further evaluation that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed.

Event description:
The manufacturer received information alleging ventilator service required error code and the low flow o2 test step failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 was evaluated at the manufacturer service center for this issue. During the evaluation it was noted that the error code, internal battery not charging, was found in the device's error log. The manufacturer service technician performed the low flow oxygen test step, and it failed on the device. The manufacture service technician evaluated and determined the inlet air path, air path foam, and flow path tubing had caused the low flow oxygen test step to fail on the device. In conclusion, the device's internal battery needs replaced to address the internal battery not charging error code issue, and the inlet air path, air path foam, and flow path tubing were replaced to address the low flow oxygen test step issue. Additionally, during the service of the device, the rear and front enclosure cases were replaced for physical damage unrelated to the reportable issue. The rubber feet and cord retainer were replaced for missing which was unrelated to the reportable issue. A final report is being submitted. If new information becomes available following further evaluation that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed.